Event description:
It was reported that the rn from the cardiac intensive care unit (cicu) called because they were getting fiberoptix sensor (fos) "out of range" alarms. The event involved a (B)(6) male pt, post acute anterior myocardial infarction (mi) that was found down at home in cardiac arrest. The pt was taken to the cardiac cath lab. The pt arrested again and a 40 cc intra-aortic balloon (iab) was placed. The catheter had been zeroed prior to insertion. The pt was on epip, levophed, dopamine and they were at max doses. The pt was ventilated and they were preparing for hypothermic therapy. The pt was in a sinus tachycardia, but also had a temporary pacing wire. In addition to the pt's mi and arrest, the pt had a mechanical heart valve that needed to be replaced. The pump was using the fos signal for timing, but the rn noted that the pressure readings were not correlating with the pressure readings from the central lumen. The fos status code was tl (fos electronics outside of operating temperature). The central lumen was connected to the bedside monitor, but they have since connected it to the pump. According to the rn, they disconnected the fos cable and the pump was using the central lumen. However, the pressure waveform was not as good as it was on the bedside monitor. The clinical support specialist (css) had them aspirate and flush the central lumen; the waveform was much improved. The css next worked on troubleshooting the fos. The rn made sure that the pump was not blocked by other equipment nor had blankets which might cause the pump to overheat. The css suggested that they obtain another pump and try connecting the fos to that pump. When they did this, they had a good waveform and the fos status code was "ok". The css then discussed changing the pt to the second pump and calibrating the fos. This was completed successfully, the fos calibrated and the pump was functioning appropriately in autopilot using the fos. They reconnected the central lumen to the bedside monitor. The mean arterial pressure (map) readings were similar. The rn stated that another rn would be caring for the pt during the night. Add'l info received from another css stated that there have been no further alarms or issues after the console change. The fos pressures correlate to the transducer. The first pump will be sent to biomed.

Manufacturer narrative:
(B)(4).